Event description:
It was reported that the patient feels like the device is "too high" on the shoulder. The patient additionally reported that the "wires look like they are coming through the skin." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.